Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75% stenosed lesion being treated was located in the mildly calcified, mildly tortuous proximal left anterior descending (lad) artery. The lesion was not predilated. The 3.50x32 mm taxus express2 drug eluting stent was placed to treat in stent restenosis, inflated to 10 atms for 30 seconds. Ivus detected good apposition. Twelve days prior to the placement of the taxus stent, the pt was prescribed panaldine, aspirin, and pletaal. Four days later, pletaal was discontinued and panaldine was suspected to be the cause of a rash and was changed to plavix. One day post the procedure, the pt fell down, due to acute myocardial infarction. Intubation was performed. ECG detected st segment elevation. The pt was transferred to the cath lab. The pt was diagnosed with a sub-acute thrombosis, approx 1 cm in length in the third area of the proximal portion of the taxus. Aspiration was performed and white thrombus was aspirated. Residual thrombus was treated by poba. Anplag was used together with plavix and pletaal was prescribed again, the following day. Per the physician, "the cause was not taxus. Any stents cause a stent thrombosis."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.